Manufacturer narrative:
(B)(4). Reporter's number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter insertion assessment, the device had a drilled neuro-tip leg and neuro-tip, the bearings were worn out and broken creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings are no longer in axial alignment and not allowing the cutter to pass through due to worn out bearings. It was determined that the issue with the bearings was consistent with normal wear over time. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined at this point, that the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. It was determined that the issue with the drilled leg was indicative of excessive side loading causing the cutter to flex and came in contact with the leg of the neuro-tip. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(4) that the craniotome device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had a drilled tip. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.